Event description:
It was further reported that the external pulse generator (epg) which returned into service subsequently tested out of specification during manufacturer analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the epg case was damaged however could not confirm the comment that the ventricular connector was not working. The upper case was broken. The output connector assembly was broken. The hanger assembly was broken. The lower case was broken. The main seal was broken. The liquid crystal display (lcd) was missing pixels. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.